Event description:
Patient had increased sensitivity. Porous bone, close proxmity to canal, unable to improve stability by going deeper/longer. Required wider implant. Implant was placed and removed the same day by the dentist.